Event description:
It was reported that one day post implant, the right ventricular [rv] lead showed reduced r wave sensing and high threshold measurements. An x-ray revealed that the slack on the lead appeared to have pulled out. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.